Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a blank display and it wouldn't return after customer changed the battery. Customer's blood glucose was unknown. Troubleshooting was performed and it was found that the display returned after the batter compartment and battery cap were cleaned. Self-test was performed and the device passed. Customer was advised a new batter cap was being sent. The device is not returning for analysis.